Manufacturer narrative:
The drill was received by the manufacturer, and the complaint was confirmed. Internal components were evaluated and an o-ring was found to be torn, preventing a valve from seating properly and stopping the pneumatic air flow to the drill. This issue will result in the drill continuing to operate when the trigger is not activated. The device was repaired and additional preventative maintenance was also performed.

Event description:
It was reported that during testing conducted at the manufacturer, the drill operated when the trigger was not activated. This event did not occur in a surgical environment, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.